Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on may 30, 2016 that this patient, implanted with this boston scientific device and competitor leads on (B)(6) 2016, died on (B)(6) 2016. The cause of death was attributed to mrsa pocket infection.